Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced fungal peritonitis and was hospitalized on the same day as onset. The event was manifested by vomiting. The cause of the peritonitis was a break in aseptic technique (not further described). The patient was treated with unspecified antibiotics. Eight days after onset, pd therapy was discontinued, the pd catheter removed and hemodialysis was performed for two subsequent days. Eleven days after the event onset, the patient experienced a myocardial infarction and passed away. It was not reported if they were retrained on proper aseptic technique. The patient had not recovered from the peritonitis prior to death. It was not reported if an autopsy was performed. Additional information is not available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.